Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo 1; image shows a dislodged stent. Deformation evident to the proximal, mid-section and distal stent wraps with struts appearing stretched, raised and bunched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: stent returned dislodged from delivery system. The delivery system did not return for analysis. Deformation was evident to all stent wraps with struts appearing bunched, raised and stretched. Additional information: age of patient is approximate. It was subsequently reported that no injury occurred to the patient if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the distal right coronary artery. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was not inspected prior to use. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred and the stent failed to cross the lesion. It was also reported that stent dislodgement occurred during removal following failed delivery, it was stuck at the y connector and removed from there. Patient is alive with injury.